Event description:
It was reported the customer had big differences between their sensor glucose and blood glucose. Their sensor glucose was 396 mg/dl and blood glucose was 270 mg/dl. The customer stated they had removed the sensor but the differences between readings persists. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.